Event description:
It was reported that during device preparation of a proglide device the physician found something like a white suture (link) coming out of the distal guide. The device was not used. There was no patient involvement. There was no reported adverse patient sequela. There was no clinically significant delay in the intended procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported irregular appearance/white suture (link) coming out of the distal guide was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for irregular appearance/white suture (link) coming out of the distal guide reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.